Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device made loud unusual noise and overheated in 5 minutes ( 118.5 degrees should less than 118 degrees in 10 minutes. The device also failed thermistor and safety assessment, loctite and cable assessment (set screw loose), hand control assessment and the drive shaft was broken causing the noise and overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.